Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer (fse) inspected and found a missing magnet in drawer 5c and replaced it. Then, in drawer 7, the fse found foil debris had damaged the board and replaced it. In the main drawer, the fse found dried liquid causing detection failure, replaced the row board, and tested all repairs successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction occurred when the user was trying to pull the medication and it caused a delay to the patient care. There were no adverse events or injuries reported based on this event.